Event description:
It was reported that the insulin pump had a frozen display and unresponsive buttons. Troubleshooting was not possible as the customer did not have a new battery at the time of the call. The customer was advised to call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.